Manufacturer narrative:
Terumo cardiovascular systems corporation has received the actual device for evaluation; however, the investigation has yet to be completed. A follow-up report will be submitted when the investigation is complete and/or more information becomes available. (B)(4). Conclusion not yet available - evaluation in progress. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Event description:
The user facility reported to terumo cardiovascular systems that fractured gray pieces were found loose in the oxygenator packaging during setup, so the device was not opened. It was changed out and the procedure was completed successfully without delay. No patient involvement as this occurred during setup. Product changed out. Procedure completed successfully without delay.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, the event was confirmed. The actual sample was returned in its unopened sterile bag and was then visually inspected revealing damage on the sterile bag where the sampling manifold caps made contact. It was further revealed that the sampling manifold caps were broken in pieces along with damage to the manifold ports. The venous sampling line port on the venous inlet port was also damaged. The reservoir lid was cracked in the area around the base of the venous port. A retention sample from the same lot was visually inspected and no anomalies were found that would contribute to the reported complaint. A review of the device history record revealed no anomalies. A definitive root cause could not be determined but has been attributed to shock force sustained by the device while outside of the shipping container. (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending and follow up.